Event description:
Event verbatim [preferred term], skin blistered and burnt [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, it was reported the patient had her skin blistered and burnt and consequently spent 19 days in the hospital. Hospitalization dates were not provided. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Per the product quality group: this investigation was conducted for an unknown lot number. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specificinformation provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No follow-up attempts possible. No lot number available. An investigation of the device was unable to be conducted. No further information expected. Follow-up (04jun2020): new information received from the product quality included investigation results. Follow up attempts not possible. No further information expected.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Conclusion:the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] skin blistered and burnt [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, it was reported the patient had her skin blistered and burnt and consequently spent 19 days in the hospital. Hospitalization dates were not provided. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. No follow-up attempts possible. No lot number available. An investigation of the device was unable to be conducted. No further information expected. Company clinical evaluation comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.